Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 cc of juvéderm voluma® xc, 1cc of juvéderm vollure¿ xc, and juvéderm® ultra plus xc. Approximately 10 months later, patient was injected with 0.55 cc of juvéderm volbella® xc and radiesse. Injection sites were reported as ¿cheeks, marionette folds, and upper perioral rhytids,¿ however, the specific sites were not given for each product. About 9 months later, patient experienced full face edema, "nodules, pain, tenderness.¿ hcp reported ¿symptoms worsened with further nodule formation at specific sites of vycross fillers.¿ swelling began after being injected with xeomin. Treatment is noted as ¿prednisone, bactrim, valtrex, zyrtec¿, ¿hydroxyzine, clarithromycin¿, and "hyaluronidase." Event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00295 (allergan (B)(4)), MDR ID # 3005113652-2019-00294 (allergan (B)(4)), and MDR ID # 3005113652-2019-00293 (allergan (B)(4)). This MDR is being submitted for juvéderm® ultra plus xc.